Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted b)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 25th, 2015.